Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of the ac. The lens was exchanged for a lens of the same length implanted vertically. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- 'significant shallowing of ac' should be added. Claim# : (B)(4).